Manufacturer narrative:
Health effect clinical code: 4581 - astigmatism. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The surgeon noted lasek was performed for astigmatism. Problem was resolved.